Manufacturer narrative:
The investigation into the reported hemolysis and vascular damage has been completed since the original report was filed. No product was returned for evaluation. As per clinical review, several false impella in aorta and ventricle alarms were observed with good position verified. The patient was suspected to have hemolysis with rising ldh and the impella was pulled back. The patient had a gastrointestinal bleeding which was unknown if it was the impella related with extracorporeal membrane oxygenation (ECMO) being used. Data logs were reviewed and several false impella position in aorta alarm, impella unknown alarms were found. The 5s parameters were variable with motor current spike and suction alarms observed due to likely biomaterial ingestion. Several suction alarms were before the reported hemolysis event. Saturated flows were also observed after motor current spike event. The cause of the hemolysis issue was most likely biomaterial with motor current spike and several suction alarms observed prior to reported hemolysis event per log and clinical review. The cause of the vascular damage - peripheral vessels was most likely patient condition related due to gastrointestinal bleeding observed and unknown relation to impella per clinical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported the patient supported by an impella cp had aic alarmed on/off impella in ventricle and impella in aorta alarms. Placement verified by transthoracic echocardiogram (tte) two times and chest radiography. Staff gave prbc and albumin. Given pulsatile motor current, good flows, clear urine, and confirmation of impella with imaging, staff disabled the alarms and impella was running at p1 for lv vent. Additionally, there were concerns for continued hemolysis via lab results and ongoing thrombocytopenia. The patient was on va-ECMO treatment so it is difficult to determine the cause of hemolysis. Furthermore, the patient had retroperitoneal bleed (rp) bleeding, but it is also difficult to determine what specifically caused this as the patient had ECMO placed, an impella placed, and an hour of chest compressions. The patient remained on support for 9 days til family made choice to withdraw care rather than persue more intensive therapies.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The cause of the optical signal issue was most likely biomaterial with motor current spike observed before several false "impella position in aorta" alarm per log and clinical review. All pertinent information available to abiomed has been submitted at this time. H6 updated to reflect optical signal findings. D10 concomitant medical products and therapy dates.